Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to heart attack and elevated blood glucose of 432 mg/dl in (B)(6). Customer treated with manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Please check case-(B)(4) for hospitalization event in (B)(6).

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer reported of having high blood glucose of 432 mg/dl on (B)(6) 2020 and was not able to bring it down, even with a manual injection. The customer requested to have the insulin pump replaced. The customer also reported of having a heart attack on (B)(6) 2020 with blood glucose of 532 mg/dl.